Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose reading was 40 mg/dl. Customer blood glucose reading was also 67 mg/dl customer blood glucose reading at the time of incident was unknown. The customer was treated with food. Customer stated that reservoir showed more insulin than what was shown on the status screen. Troubleshooting for the customer low blood glucose was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. (B)(4).